Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c111 analyzer. The customer replaced the sodium electrode and was still getting erratic sodium results. The customer provided data for two patients of which one patient had discrepant results reported outside the laboratory. The patient's initial sodium result was 126 mmol/l and was reported outside the laboratory. The customer performed calibration on the same c111 analyzer and repeated the sample. The repeat result was 142 mmol/l. The customer deemed the repeat result to be correct and it was issued as a corrected report. The patient was not treated based on the erroneous result. There were no adverse events. The sodium electrode lot number was 21512152 and the expiration date was 11/25/2011. The field service representative found a large air bubble at the base of the sodium electrode. He tapped the air bubble out and calibrated and ran quality control several times. A precision test was performed. The customer ran quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.